Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the heat sealing down the side of each individual catheter packaging has intermittently caught the water sachet in the seal, meaning when the water sachet is ruptured it is not lubricating the catheter, as its joined to the heat seal, it blows a hole in the side of the packaging, meaning the catheter is unusable." The end user used only the catheters in the box that were not subject to the sachet being caught in the sides of the packaging. No harm was reported. Photos depicting the reported complaint issue were provided by the complainant.